Event description:
The device subsequently was explanted and replaced 1.3 months later for normal battery depletion with no adverse patient effects reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific received information that this device reported an extended charge time that exceeded specifications and was associated with a middle of life 2 battery measurement. This device is included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. There were no adverse patient effects reported, and the device remains implanted and in service. A boston scientific technical services consultant (ts) discussed the details of the advisory criteria and recommended treating the device as if it were at elective replacement indicator (eri) status.